Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the touch pen did not accurately track on the screen.

Event description:
It was reported that the touch pen (stylus) for the programmer did not track accurately on the screen. This occurred with multiple pens so it was believed to be an issue with the screen. The programmer was returned for service. No patient complications were reported as a result of this event.